Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during drain 2 of 3. The home patient (hp) was disconnected, at the time of the alarm she reconnected back. The baxter technical representative (tsr) explained the alarm. The tsr assisted the hp to clear the alarm by turning the hc off and on and se 2367 occurred. The tsr had the hp turnoff and on and the hc came back to "press go to start". The hp will finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, she disconnected to use the bathroom and came back and reconnected. The hp stated the hc was alarming. The writer explained to the hp that once the hc has moved to another cycle, that it is not recommended that the hp reconnect and that there was air pulled into the set. The hp understood. The hp stated she did a manual exchange and followed up with her nurse about the alarm. The hp stated she resumed therapy the following night on the cycler. No patient injury or medical intervention was reported.